Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment/source of water. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis was unspecified antibiotics (doses, frequencies and routes were not reported). On an unknown date, the antibiotic treatments were discontinued. One month after onset, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.